Event description:
The article "right ventricular¿pulmonary artery coupling in tricuspid regurgitation: prognostic value and impact of treatment strategy" was reviewed. The article presented a retrospective multi center study, to evaluate the prognostic implications of rvpac in a european registry of patients with tricuspid regurgitation undergoing either t-teer or medical management. Devices mentioned include triclip and non-abbott device. The article concluded that poorer rvpac reflects higher baseline risk and mortality, regardless of treatment. T-teer is associated with better survival across a range of rvpac values, including those less than previously suggested thresholds. [The primary author and corresponding author was karl-philipp rommel at universitätsmedizin johannes gutenberg-university institution with corresponding email **. The time frame of the study was january 2016 to december 2022. A total of 946 patients were included in this study, of which an unknown amount received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included atrial fibrillation or flutter, coronary artery disease, left ventricular ejection fraction. (B)(6), unk triclip. Peri- and post-procedural complications included death, heart failure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation or flutter, coronary artery disease, left ventricular ejection fraction. Complications reported included death and heart failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.